Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced extracardiac stimulation. The right ventricular lead was capped. No additional information was available.